Event description:
Oxygenator noted to be leaking blood on 1/6/97. Replaced second oxygenator also leaking blood. Temp probe not sitting in housing correctly and blood is leaking between the thermistor port and it's polycarbonate housing to the solvent bond. No known pt injury. This problem is similar to a problem noted with another model by the same co. The MFR replaced the product with no formal recall.